Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report: 3006705815-2017-00147. It was reported during the patient's trial removal procedure on (B)(6) 2017, one of the trial leads could not be removed. The patient had a different manufacturer's paddle lead implanted, and it was suspected that may have interfered with the removal of the lead. Subsequently, the patient underwent another surgery on (B)(6) 2017 where the lead could be successfully removed. Since it is unknown which lead was removed on either dates ((B)(6) 2017), the date of explant has not been entered.